Event description:
The customer contacted baxter's technical service center to report program changed by device on the homechoice (hc) machine during use, patient connected in drain 1 of 6. The registered nurse (rn) stated that the hc was not working and needed to be swapped out. The rn stated that the hc read drain 1 of 6 and the hc alarmed. After the alarm cleared the hc read drain 1 of 5. The baxter technical service representative (tsr) explained how the hc could change cycles. The tsr would swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both rite (home choice return instrument test/evaluation) electrical test and rite functional test. Review of the complaint evaluation revealed the reported issue was confirmed by review of the device logs. The assignable cause of the reported issue program changed by device was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.